Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the continuous glucose monitor (cgm) reading was notifying the customer that blood glucose (bg) levels were rising, but customer did not believe bg levels were rising. No additional patient or event information was available. A root cause could not be determined.